Event description:
It was reported that the event involved a male patient while in the cardiac care unit (ccu) during use. Indication for use: patient was admitted for recurrent ventricular tachycardia. While undergoing electrophysiology (ep) study the patient developed rapid, decompensated v tach and had an impella placed on (B)(6) 2013. Later that evening the impella was removed and the patient decompensated quickly, was returned to the cath lab and an arrow iab-05840-lws was inserted through the polyurethane sheath with the sideport via right femoral artery without difficulty. The cath lab staff noted patient was restless during both device procedures event though intubated and on continuous propofol infusion. At approximately 1800hrs on (B)(6) 2013, the ccu nursing staff found patient agitated and sitting at the side of the bed while intubated and on the intra-aortic balloon pump (iabp). The iabp alarmed (staff unsure what alarm) and blood immediately noted in the helium driveline. The iabp was turned off, driveline tubing clamped (the clinical support specialist viewed the specimen and hemostat is present on driveline tubing). As a result, the iab was immediately removed successfully by the cardiac fellow. The iab was not replaced as the patient was determined to be hemodynamically stable. There were no pump strips generated and no x-rays performed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome was the patient has been extubated, but remains in the hospital for further medical management. It was noted that the iabp used was an autocat2 wave.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.